Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and numerous inappropriate shocks across one episode, due to possible atrial fibrillation. At this time, this ICD remains in service and there were no additional adverse patient effects reported. The local area field representative was contacted and indicated that the physician never got in touch concerning the check or potential programming changes. However, additional information received indicates that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock in a second episode due to atrial fibrillation (af) with rapid ventricular response (rvr). At this time, there is no evidence there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported.